Event description:
The customer reported that erroneous low and/or erratic free total thyroxine (frt4) results, were generated from two unicel dxl800 access immunoassay systems, for multiple patients across multiple days. This report represents the erroneously low and/or erratic frt4 results, generated for four patients on a unicel dxl800 access immunoassay system with serial number (B)(4) on (B)(6) 2012. Patient results were provided by the customer with an unknown date, time and instrument association. For the purposes of this event, it will be assumed that the four patient results provided, occurred on the date, time and instrument defined by this report. Beckman coulter inc. Assessment of customer supplied data, indicated that one frt4 result was erroneous low, and upon repeat generated a higher result within the normal reference range of the assay. Three other patient initial and repeat results collectively did not meet the precision claims of the assay. The involved frt4 results were reported out of the laboratory and were questioned by physicians. There was no death, serious injury or modification to patient treatment associated or attributed to this event. This event was in conjunction with ongoing instrument/assay quality control (qc) performance issues. The customer reported qc was performing erratically with qc shifting both low and high on the instrument. Controls were failing to perform within the customer's established limits at the time of the event. The issue occurred on multiple lots of reagents and calibrators. System checks performed on (B)(4), were passing within instrument specifications. Specific patient information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event on multiple occasions. The field service engineer (fse) performed instrument adjustments, but were unable to complete any hardware repairs that resolved the quality control (qc) failures for the customer. The customer tried changing lots of reagents and calibrators with no resolution to the issue. On (B)(4) 2012, the field service engineers (fse) replaced and realigned the reagent pipettor tips. The fse verified all transducer voltages and the transducer buffer supply line nuts were cleaned and tightened on specific pipettors. The fse recalibrated the assay and performed an acceptable quality control assessment, which met customer established specifications. The fse was unable to provide definitive evidence that a specific hardware or reagent/calibrator issue had caused the event. The cause of this event is unknown, and could not be determined based on the supplied documentation. Associated mdrs: 2122870-2012-01569, 2122870-2012-01563, 2122870-2012-01564, 2122870-2012-01565, 2122870-2012-01570, 2122870-2012-01577.